Event description:
It was reported that the patient underwent a pocket revision due to wound healing issues. The pump contained compounded baclofen. Additional information has been requested, but was not available as of the date of this report.